Event description:
It was reported that during an esophagus resection procedure the device did not staple completely. Another device was used to complete the case. There was no adverse pt consequence.